Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had hole in hose and ran in safety. Therefore, the reported condition that the hose separated from distal end of the drill (hole in the hose) was confirmed. It was determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose, or exerting extreme force on the hose during cleaning or use. It was further determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause of this condition was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during inspection it was observed that the hose of the motor device separated from the distal end of the drill. During in-house engineering evaluation it was observed that there was a hole in the hose and the device ran in safety mode (power broken). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.